Manufacturer narrative:
The reported complaint that the "autopulse platform (sn (B)(6)) would not retract the lifeband and displayed an unknown error message" was confirmed in the archive data but was not confirmed during functional testing. Based on the archive, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and (ua) 18 (max take-up revolutions exceeded) error messages. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The cause for the sticky clutch could be due to the normal use of the device. The clutch plate was deburred to remedy the problem. The archive data review showed (ua) 07 and (ua) 18 advisory messages around the customer's reported event date, thus confirming the reported complaint. However, the errors were cleared by the user. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (ua) 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory (ua) 07 is an indication that the patient is out of position, or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. Per the autopulse hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the functional testing with the instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each, with no error or fault. In addition, the drive train motor brake gap was inspected and verified to be within the specification of (0.008" ±0. 001"). A load cell characterization test was performed and confirmed that both cell modules function within the specification. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(6)) was used to resuscitate the patient in cardiac arrest. The crew reported that the lifeband would not retract, and the platform displayed unknown error codes. The user restarted the platform several times and followed the prompts on the device without any success. Immediately, the crew reverted to manual CPR for the rest of the call. No consequences or impact to the patient.